Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/28/2017. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information received reported the lens was replaced with a zcb00 20.0 diopter intraocular lens. It was also reported that there was no incision enlargement, vitrectomy, or sutures used. Also, there was no post-operative patient injury.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 was explanted from left eye of a female patient as the patient was unhappy with the lens. No further information was provided.